Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving water and baclofen(unknown concentration at 50 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that 2 months ago the patient's pump was changed to water and at the time the patient experienced increased spasticity because of the change. The caller stated that on (B)(6) 2018 the water in the patient's pump was changed back to baclofen and the patient was overdosed. It was noted that the fluid was at a low rate and the hcp decided to prime the catheter instead of doing a bridge bolus to change out the fluid. It was reported that the patient was sent to the emergency room that same night after changing the drug in the pump and the patient was still being treated. No further complications have been reported as a result of this event.